Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the calcified severely tortuous, 99% stenosed proximal and distal right coronary artery (rca). The vessel diameter was approximately 3.5-4.0 mm. A 3.5x8mm quantum balloon was inflated to 22 atmospheres (atms) to predilate an unknown area. The proximal rca was treated with a rotablator. The physician attempted to advance the 3.5x12mm taxus express2 drug eluting stent (des) to the calcified 99% stenosed distal area but was unable to cross to the lesion. The physician attempted to remove the stent delivery system (sds) into the non-bsc guide catheter, but was unable to. The sds was removed together with the guidewire and guide catheter when the proximal edge of the stent was noticed to be damaged. The procedure was completed with another 3.5x12mnm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".